Event description:
In late 2007, the pt experienced a neurological event of behavioral change and dysarthria and was diagnosed with cerebral hyperperfusion syndrome. The info states that the event occurred after procedure in the procedure room. The pt is a female who was admitted because of complaint of dizziness and lightheadedness. The pt was found to have severe carotid stenosis and questionable tias. A neuro consult was made and the pt was placed on heparin protocol. A cerebral angiogram revealed bilateral carotid stenosis greater than 90%. On the same day, the pt underwent stenting of the right internal carotid artery (ica). After insertion of a 6fr. Arterial sheath, a 6mm angioguard distal protection device was inserted and placed in the distal right ica. The stenosis was dilated with a 4mm balloon catheter and the 8x40 precise stent was placed a the lesion. The stent was then post-dilated with a 5mm balloon catheter. Post-procedural angiogram showed excellent dilatation of the stenosis although there was some residual stenosis remaining. No further dilatation was performed due to adjacent calcified plaque. A carotid arteriogram showed a widely patent middle cerebral artery and the anterior cerebral arteries. There was good visualization of the posterior cerebral artery as well. The distal protection device was successfully removed. Postop, the pt had some confusion. A CT of the head showed no acute intracranial hemorrhage. The pt is in stable condition. The pt was discharged the next day.

Event description:
The customer reported that the load contents look like they are getting damaged. The stryker light cords are kinking in the middle and the fibers were exposed on the stryker scope. The age of the devices and the usage are unknown. The customer utilized the sterrad nx advanced cycle.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.

Manufacturer narrative:
Per the physician, there was no clear documentation that the patient had hyperperfusion syndrome. Per the physician, the patient had confusion and disorientation post procedure. The event resolved without residual. CT of the head showed no intracranial hemorrhage and the patient was stable for discharge on the following day. There were no residual effects. This event does not meet the criteria of a reportable event and is being unreported. Therefore, no additional follow-up will be forthcoming.

Manufacturer narrative:
Information was received via that (B)(4) study that post right internal carotid artery (ica) stenting procedure, while still in the procedure room, the patient experienced a neurological event of behavior change and dysarthria which resolved without residual. Additionally one month later it was reported that she had a tia reported as related to the untreated left carotid stenosis which had not yet been treated. One month post index procedure the patient underwent contralateral precise stenting of the left ostial ica with hypotension post procedure without documented treated or consequence. Additional information was received via the adjudication process that an MRI one day post left ica stenting revealed no acute intracranial hemorrhage; however, in addition to chronic changes, acute infarcts were noted in both right and left posterior parietal lobes. It was reported that in view of their multiplicity, emboli had to be considered. Additionally via the adjudication process, it was reported that two days post left ica stenting, the patient experienced a tia with neurological deficits lasting <24 hours with full recovery. The patient is an (B)(6) female who was admitted because of complaint of dizziness and lightheadedness. The patient was found to have severe carotid stenosis and questionable tia's. A neuro consult was made and the patient was placed on heparin protocol. A cerebral angiogram revealed bilateral carotid stenosis greater than 90%. The patient underwent stenting of the right internal carotid artery (ica). After insertion of a 6fr. Arterial sheath, a 6mm angioguard distal protection device was inserted and placed in the distal right ica. The stenosis was dilated with a 4mm balloon catheter and the 8x40 precise stent was placed at the lesion. The stent was then post-dilated with a 5mm balloon catheter. It was indicated that there was resistance to dilation, with no documented dissection. Post-procedural angiogram showed excellent dilatation of the stenosis although there was some residual stenosis remaining. No further dilatation was performed due to adjacent calcified plaque. A carotid arteriogram showed a widely patent middle cerebral artery and the anterior cerebral arteries. There was good visualization of the posterior cerebral artery as well. The distal protection device was successfully removed. Post index stenting of the right ica, the patient experienced a neurological event of behavioral change and dysarthria. The event occurred after the procedure in the procedure room. The event resolved without residual. CT of the head showed no intracranial hemorrhage and the patient was stable for discharge on the following day. There were no residual effects. The patient was discharged the following day. When the patient was seen at the physician's office one month post index procedure for routine follow-up and adverse event was reported. She took a pill of cardiazem and shortly afterwards she was having slurring of her speech and had difficulty pronouncing words and expressing herself. She was immediately sent to the ER from his office and shortly thereafter the symptoms resolved and she came back to baseline. She has chronic weakness in her left arm and some drooping in her left face which is due to a stroke she had in 2004. Clinically, the neurologist felt she had a tia due to the left sided carotid artery stenosis which was yet to be stented and the MRI indicated that she had acute infarcts over old infarcts. The patient underwent stenting of the contralateral left ica ostium. The reference diameter was 5mm with a lesion length of 20m. An angioguard (product information unknown) was successfully deployed prior to pre-dilation with indicated resistance to pta. There was no documentation of dissection. A precise stent (product information unknown) was implanted at the intended site without technical difficulty or adverse event. The angioguard was successfully removed without technical difficulty or adverse event. There was no debris in the device upon removal. Post procedure, the patient had some hypotension but per the physician, there was no evidence of any problems with no documented treatment. The current status of the patient is not known, she went to live in a skilled nursing facility and no further information has been obtainable. The patient could not be reached for their 12- month follow-up. It was reported that she is not listed in the social security death index. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Hypotension, tia, stroke and accompanying neurological symptoms are well-known documented potential complications of this type of procedure and are listed on the IFU as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Hypotension is an anticipated short-term adverse event associated with the compression of the pressure sensitive receptors, located within the carotid artery structure. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Factors that may have influenced the event include patient, procedural, pharmacological and lesion characteristics along with the presence of bilateral occlusive disease. However, a definitive conclusion regarding the events and the devices cannot be made. There is no evidence to suggest there were any device performance or manufacturing issues that contributed to the reported event. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2008-00557 and 9616099-2010-00813.

Manufacturer narrative:
Adjudication notes were received and the following was noted: acute infarcts were noted in both the right and left posterior parietal lobes after a precise carotid stent was placed in the left internal carotid artery (ica). The original report received from the (B)(6) study stated that on (B)(6), 2007 the patient experienced a neurological event of behavioral change and dysarthria and was diagnosed with cerebral hyperperfusion syndrome. The information states that the event occurred after procedure in the procedure room. Updated information reported that the diagnosis of cerebral hyperperfusion syndrome has been deleted. Per the physician there was no clear documentation that the patient had hyperperfusion syndrome. Per the physician the patient had confusion and disorientation post procedure. The event resolved without residual. CT of the head showed no intracranial hemorrhage and the patient was stable for discharge on the following day. There were no residual effects. The patient is an (B)(6) woman who was enrolled in the (B)(6) study. Medical history includes stroke in 2004 with residual left arm and left facial weakness, contralateral stenosis, cad, atrial fibrillation, hypertension and former smoking. On (B)(6), 2007 the patient underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the right proximal eca. The site reported a 25% final residual stenosis. The pre- and post-procedure stroke scale scores were not evaluated. The patient was discharged the next day on asa and clopidogrel. A 30-day office visit was not completed. The patient was unable to be contacted. The patient instead had presented to her cardiologist with complaints of slurred speech and difficulty with word finding. She was immediately transferred to the emergency room for further evaluation. Upon admission the physical examination did not reveal any focal weakness. There was some residual slurred speech noted. The patient also reported that she has extreme weakness and difficulty with her speech a few hours after she takes blood pressure medications. A head CT without contrast was performed. The study revealed no evidence for a gross mass lesion, acute-appearing intracranial hemorrhage or acute cortical infarct. Neurology was subsequently consulted. The neurological examination was unremarkable. Her symptoms had resolved and there were no new deficits. "Clinically definitely" this was a tia. The identified plan was to repair the left carotid stenosis given that the symptoms in the "left hemisphere ischemic change" were most likely related to the untreated left carotid critical stenosis. Approximately one month post index procedure the patient underwent a contralateral procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the left ostial ica. The site reported a 0% final residual stenosis. The next day a brain MRI without contrast was performed. The results revealed no acute intracranial hemorrhage. There were chronic microvascular ischemic changes with an old infarct in the right posteroparietal lobe. Acute infarcts were noted in both the right and left posterior parietal lobes. At least four were identified. The infarct in the right posterior parietal lobe extended to the cortical surface. In view of their multiplicity it was noted that emboli had to be considered. It was further noted that these acute infarcts were not seen on the prior examination. The site reported the patient experienced a tia with neurological deficits lasting < 24 hours and with full recovery. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2008-00557 and 9616099-2010-00813.